Manufacturer narrative:
The investigation determined a discordant vitros ahbc (B)(6) result was obtained from a patient sample during a patient sample correlation study. A definitive assignable cause has not been identified. A combination of sample handling, age of the sample, and storage conditions cannot be ruled out as contributing factors. The investigation found no indication that the vitros eci system or the vitros ahbc reagent was not operating as intended.

Event description:
The customer observed a discordant (B)(6) vitros anti-hbc result ((B)(6)) on a single patient processed on a vitros eci immunodiagnostic system. The sample originally tested as antihbc (B)(6) and tested (B)(6) when retested during a correlation study on this eci system. False (B)(6) results may lead to inappropriate physician action. The discordant vitros ahbc (B)(6) result obtained during the correlation study was not reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).